Event description:
The lay user/patient contacted lifescan (lfs) on september 23, 2006 alleging high readings on his one touch ultra meter. A medical affairs specialist (mas) spoke to the patient on september 25, 2006 and obtained/verified the following information: the patient takes a set amount of lantus 35 units in the morning and tests his blood glucose 2x a day. In the night of 2006, the patient tested his blood glucose; however, does not recall the reading and claims it was a normal reading. He did not experience any symptoms on the same night. The following morning he woke up feeling dizzy. He tested his blood glucose and obtained a 173 mg/dl. He did not eat or dirnk anything after attempting to use the meter. His symptoms got worse (sweating, dizzy and shaky). He contacted emergency services and was advised to go to the hospital. His wife took him to the hospital and his reading was 40 mg/dl on the hospital device. There was a 45-50 minute time difference between his lfs meter readng of 173 mg/dl to the hosptial's meter reading of 40 mg/dl. He was treated with juice in the ER and was there for 2 hours. He does not recall what his reading was prior to being discharged. The test strips were in good condition and not expired. The technique of applying blood on the test strips was correct. A quality control test was not done, since the patient did not have any control solution. A customer care advocate (cca) sent the patient a replacement meter, strips and control solution. The complaint is being reported since the patient's meter readings did not correlate with his symptoms. The patient was treated for hypoglycemia in the hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.